Event description:
It was reported by user facility medwatch report number 360055-2002-015 that a device was used during the low anterior colon resection. The device fired only half of the staples. The case was completed with hand suture, extending surgical time by one hour. There were no other reported consequences.